Manufacturer narrative:
(B)(4) - secondary surgery, excessive.

Event description:
The rptr stated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens on (B)(6) 2008 in pt's left eye. The lens was explanted on (B)(6) 2008 due to excessive vaulting. The lens was exchanged for a shorter lens. On pt's last visit (B)(6) 2010, bcva was 20/20.